Manufacturer narrative:
Device evaluation: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. This call service alarm prevented any further investigation. Investigation duplicated the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.